Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ deflation : not observed openings. Additional observations: ¿ crease flat observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV, deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.